Event description:
It was reported that the device would not generate any plasma to the wand. Tried another wand and had the same issue. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident because the subject controller failed to produce any voltage output to a known good wand. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed there is no voltage output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure. Factors which can contribute to the device not providing an output includes: a power surge to the subject controller causing internal component damage or a failure of an internal electrical component. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).